Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06016. It was reported that recapture difficulties occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system (was) was used with a 33mm watchman ® laa closure device & delivery system. The device was deployed; however, a full recapture was required because it didn¿t meet release criteria. The closure device was recaptured uneventfully. A second 33mm watchman ® laa closure device & delivery system was then advanced through the watchman access system. This closure device also did not meet release criteria. Several attempts were made to fully recapture the device and all were unsuccessful. During the attempts, the distal end of the catheter and the device made it back from the left atrium to the right atrium, but they were still unable to fully recapture. The physician carefully pulled the system down into the inferior vena cava. He then cut the system outside of the patient and advanced a 16f non bsc catheter over the was in the groin to fully recapture the device. The devices were then pulled out successfully. The procedure was aborted. Images were reviewed and there was no pericardial effusion. A transthoracic echo also confirmed there was no structural damage. There were no patient complications reported and the patient was discharged the next day.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was) with the watchman delivery system (wds). The wds was inside the was as received with the implant partially deployed 12mm from the tip of the was. Both the wds and was were received cut at the proximal ends and the hubs of both devices were not returned. Blood was present on the device as received. The wds shaft, tip, core wire, and implant were examined. Due to the damage to the was and wds, the wds shaft was unable to be removed from the was for inspection. The implant was able to be deployed by pushing on the cut proximal end of the core wire. The implant was measured and found to be consistent with the reported information. The implant had anchor damage. The core wire was damaged (kinked) 30mm from the tip of the wire. Inspection of the remainder of the device revealed no other damage or irregularities. The condition of the returned device was consistent with the reported information. The implant recapture difficulty could not be confirmed because the clinical circumstances could not be replicated. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06016. It was reported that recapture difficulties occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system (was) was used with a 33mm watchman ® laa closure device & delivery system. The device was deployed; however, a full recapture was required because it didn¿t meet release criteria. The closure device was recaptured uneventfully. A second 33mm watchman ® laa closure device & delivery system was then advanced through the watchman access system. This closure device also did not meet release criteria. Several attempts were made to fully recapture the device and all were unsuccessful. During the attempts, the distal end of the catheter and the device made it back from the left atrium to the right atrium, but they were still unable to fully recapture. The physician carefully pulled the system down into the inferior vena cava. He then cut the system outside of the patient and advanced a 16f non bsc catheter over the was in the groin to fully recapture the device. The devices were then pulled out successfully. The procedure was aborted. Images were reviewed and there was no pericardial effusion. A transthoracic echo also confirmed there was no structural damage. There were no patient complications reported and the patient was discharged the next day.